Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing and high heart rates due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted to review device data. Ts confirmed there was t wave oversensing after a morphology change. Ts discussed troubleshooting options and recommended to treat the underlying clinical condition of the patient to reduce further inappropriate therapy. At this time, the device receives in service. No adverse patient effects were reported.